Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. Analysis was performance and no anomalies were found. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in blood. The distal end of the defib svc exposed coil was covered with body tissue/fibrotic growth. The distal end of the defib rv exposed coil was covered with body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead developed a cosmetic depression while in vivo. The overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching. The full lead in segments that was returned was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿noise and suspected fracture¿ described in the event. Other than non-severe explant damage, no anomalies were observed on the returned lead that would contribute to the noise mentioned in the event. An in-vivo insulation breach or fracture was not observed and all electrical testing was within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had noise and was suspected of a fracture. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.